Manufacturer narrative:
The investigation is underway. This is one of two manufacturer reports being submitted for this case.

Event description:
As reported by a field clinical specialist, during implant of a 29 mm sapien 3 valve in the aortic position via transfemoral approach the vessel was dilated with the 16 fr esheath dilator prior to insertion. The 16 fr esheath was advanced with no issues. The physician felt a lot of resistance advancing the valve through the 16 fr. Esheath. During advancement the sheath kinked creating a loop with the delivery system in the external iliac artery. Slowly the delivery system and wire were able to be pulled back and the esheath straightened. The physician attempted to pull back the valve, delivery system, and esheath as one unit, but met a lot of resistance. The physician was able to put a balloon up the contralateral access to tamponade flow to the right leg while they attempted removal of the system and esheath. They attempted a cutdown to try to remove the system, but found that the right side external iliac had a large perforation and tear in the vessel. Surgical cutdown was performed and the devices were removed. The seam was split and the sheath was kinked. One piece of the frame on the aortic side (not ventricular side) of the valve was bent upwards, which happened as they were trying to use a hemostat to get it out of the vessel prior to the cutdown. This was noted and confirmed on imaging that the valve was not bent prior to that portion of the procedure. With the cutdown they were eventually able to remove the system and attempt to repair of the tore artery, but due to blood loss the patient went into pulseless electric activity and expired same day. Per medical opinion, the event was likely due to calcification.

Manufacturer narrative:
This event was previously reported by edwards lifesciences under manufacturer report 2015691202101809. Correction to previously report submitted. This event is now being reported against the valve. This complaint against the delivery system is no longer considered to be a reportable event and a corrected report is being submitted.